Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced an event in which infusion set needle got stuck during insertion and was hard to remove on (B)(6) 2025. Patient blood glucose levels at time of incident was 200 mg/dl. No further information available.